Event description:
After the procedure was completed, while the instruments were being cleaned, the tip of the clamp was noted missing. Pt was x-rayed and the broken piece was identified in the liver bed. The dr decided to leave it as is, because it was about the size of a clip.